Event description:
The event is reported as: an air leak was found from the blue cuff of the device. The air leak was found before pt use. No report of pt injury.

Manufacturer narrative:
A visual inspection was conducted from a photo submitted for inspection. A deflated blue cuff was observed from the photo. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. Although from the photo it was observed air leak from the blue cuff, the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.